Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarm was noted. The insulin pump passed the displacement test, rewind, basic occlusion, occlusion test, prime test and excessive no delivery alarm test. The insulin pump communicated properly with the test transmitter and glucose sensor simulator. The calibration feature functioned and recorded properly in the calibration history screen. No unexpected meter blood glucose now alert was noted. The insulin pump had a cracked case at the display window corner, cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump gave meter blood glucose alerts in the middle of the night and that a calibration did not record. The customer reported that the insulin pump was humming, not vibrating, and that it was a noise it never made before. The customer reported that the blood glucose was high on a holiday and that the insulin pump had not accepted that calibration. The customer was advised that the insulin pump would not calibrate for blood glucose over 400 mg/dl. The insulin pump had an alarm for a failed battery test. The customer declined to troubleshoot. The reports showed that there were calibrations outside of 400 mg/dl and only 2 per day. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.